Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a single patient sample processed on a vitros 5600 integrated system a definitive assignable cause could not be determined. There is no indication the vitros tsh lot 5318 reagent in use at the time of the event was not performing as intended and instrument performance was deemed acceptable at the time of the event. The presence of heterophilic antibodies in the patient¿s sample that are interfering with the assay are a possible cause, however, to the date of this report, the customer did not provide any data regarding heterophilic blocking tubes (hbt) test results, therefore an heterophilic interferent in the sample was not confirmed. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive assignable cause is unknown.

Event description:
A customer obtained a higher than expected vitros tsh result from a single patient sample processed on a vitros 5600 integrated system. Patient sample result of >100.0 miu/l versus the expected result of 49.37 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh patient result was not reported from the laboratory. Ortho clinical diagnostics (ortho) was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).